Event description:
Boston scientific was notified of the following event which occurred during an aneurysm embolization procedure using an excelsior sl-10 catheter. During the procedure, the attending physician could not see the proximal marker of the catheter. Since it was determined that the lesion would be difficult to access if the catheter were retrieved, the procedure was continued using this catheter. The catheter eventually came off of the aneurysm and subsequently had to be replaced with a product that had 2 marker bands. The coils were detached carefully and the procedure was completed successfully. The pt's post-operative status was reported as being good.